Event description:
Cardiac catheterization revealed severe, single vessel coronary artery disease consisting of 95% focal stenosis in distal right coronary artery and long 70% stenosis in proximal right coronary artery. Successful percutaneous transluminal coronary angioplasty/stent of distal right coronary angioplasty performed. However, when stent was advanced to proximal right coronary angioplasty stenosis the delivery balloon ruptured and stent could not be fully deployed. Pt developed no-reflow resulting in ventricular tachycardia and ventricular fibrillation requiring cardio-pulmonary resuscitation and defibrillation. Subsequent balloon inflations in underdeployed stent restored flow and case was completed with an excellent angiographic result. From catheterization lab pt was admitted to the cardiac intensive care unit until the following day when she was transferred to a regular nursing unit. She was discharged home on 12/5/98.